Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The homechoice device was returned and evaluated. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The device was visually inspected, functionally tested and had a short simulate therapy completed. Upon conclusion of the investigation, the cause of this issue was determined to be the total tidal ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:06:27. During night drain cycle 14, the patient's ultrafiltration reading was 1696ml, indicating the home patient drained 1156ml more than their maximum programmed fill volume of 1800ml. No additional information is available.